Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (damaged cable) has been confirmed.   Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes and ECG "a" and "b" to front therapy electrode cable pulled was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient had a damaged electrode belt.